Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery operation gives the device a maximum of 5 shocks and then switches off by itself. There was no patient involvement.